Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air detector was unresponsive. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D9: 09-jan-2025. H3: one pump was returned for analysis in used condition. Visual inspection confirmed the air in line was unresponsive and faulty. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The air in line sensor was replaced.